Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had an initial right hip arthroplasty. Subsequently, the patient was revised due to dislocation, bone degeneration and metal on metal.

Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by zimmer (B)(4). Please reference 0009613350-2016-01296.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified no additional complaints for this item and lot. The device was used for treatment. A definitive root cause cannot be determined with the information provided.